Event description:
The customer reported that a piece of an endoscope was left in the pt's body during a procedure and the scope had been sterilized in the sterrad nx. The procedure was done on a prostate tumor. Affiliate confirms that the pt has not had any complications.

Manufacturer narrative:
.